Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose before she went to bed last night was 41 mg/dl. She treated her low with grapes and went to bed. She also mentioned issues with her sensor which were addressed in another complaint. The insulin pump was not returned for analysis.